Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available shock impedance trend curve covered a recording period between august 2019 and august 2020. The base impedance was between 100 and 125ohms with single outliers above 150 ohms as reported in the complaint description. As the base impedance was relatively high and no other electrical peculiarities were evident in the provided data, there is no indication for a lead malfunction. Further tests would be necessary to ensure the lead integrity. Should additional information become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 20 months, high values of shock impedance were observed. The patient was called in for a follow up.